Event description:
It was reported that prior to use in storage getinge rental unit , the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm. There was no patient involvement.

Manufacturer narrative:
This complaint is being closed due to lack of information. Multiple attempts have been performed to obtain additional information and/or product return. No response has been provided. A supplemental report will be submitted if additional information becomes available. H3 other text : not returned to manufacturer.

Event description:
N/a.

Manufacturer narrative:
A supplemental report will be submitted upon completion of our investigation.

Event description:
It was reported that, the cardiosave intra-aortic balloon pump (iabp) unit had a gas loss alarm.